Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had error code 242.4030 which was not identified during the customer call. The tech support supplied the part number for the 49000355 air-in-line (ail) sensor assembly/ gasket kit, 8100 rohs, which comes with the encoder. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the channel was not functioning and had the error code 242.4030. There was no patient involvement.